Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-12944. It was reported that post an unrelated procedure, the left ventricular lead exhibited loss of capture, the lead had become dislodged. The physician thought the lead had dislodged during the coronary artery bypass grafting - CABG and valve replacement procedure. The lead was capped and replaced on (B)(6) 2019. Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri (elective replacement indicator) alert or allegation of premature battery depletion, the device was explanted prophylactically. Patient experienced no adverse consequences and was doing well one day post procedure.